Event description:
It was reported that the patient was experiencing palpitations and bradycardia, which were caused by a dislodgement of both the right atrial lead and right ventricular (rv) lead encountered during an x-ray examination. It was also noticed that this pacemaker appeared to have migrated from the original position of implant. It was mentioned that the migration may be related to twiddler's syndrome. An intervention was performed to surgically abandon the dislodged leads. This device remains in service. No additional adverse patient effects were reported.